Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold. It was noted that the rv lead thresholds have been rising over the past few months. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.